Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82171682 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an 8mm x 4cm x 80cm power flex pro percutaneous transluminal angioplasty balloon catheter was used for post-dilation however, it ruptured. Therefore, the device was removed intact (in one piece) from the patient¿s body and replaced with a non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. The device was stored and handled as per the instruction for use (IFU). There were no damages noted to the packaging of the device prior to use. The device was prepped according to the IFU. There was no difficulty removing the product from the hoop and the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and through the guide catheter. The target lesion was the common iliac artery (cia) which had ninety-nine percent (99%) stenosis. The lesion was moderately calcified. There was moderate vessel tortuosity. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The plunger was depressed into the indeflator when trying to inflate. The user was able to depress the plunger into the indeflator when trying to inflate. The balloon did not seem to ¿stick¿ to a stent. The device will not be returned as it was discarded due to suspicious infectious disease. Additional procedural details were requested but are unknown.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2 and h6 have been updated accordingly an 8mm x 4cm x 80cm powerflex pro percutaneous transluminal angioplasty balloon catheter was used for post-dilation; however, it ruptured. There was no reported patient injury. The target lesion was the common iliac artery (cia) which had ninety-nine percent (99%) stenosis. The lesion was moderately calcified with moderate vessel tortuosity. The device was not used for a chronic total occlusion (total occlusion >3 months). The device was then replaced with a non-cordis balloon catheter and the procedure was completed. The device was stored and handled as per the instruction for use (IFU). There were no damages noted to the packaging of the device prior to use. The device was prepped normally (i.e. Maintain negative pressure) according to the IFU. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The plunger was depressed into the indeflator when trying to inflate. The user was able to depress the plunger into the indeflator when trying to inflate. The balloon did not seem to ¿stick¿ to a stent. The device was removed intact (in one piece) from the patient¿s body additional procedural details were requested but are unknown. The product was not returned for analysis as it was discarded due to suspicious infectious disease. A product history record (phr) review of lot 82171682 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of 99 % stenosis with moderate calcification may have contributed to the reported event. Damage to balloon material may occur when attempting to cross a stenosed/calcified vessel. It is likely during this attempt to cross the damage occurred; however, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.